Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced ventilator inoperable during transport of patient from hospital to ambulance. As an intervention, they changed the ventilator to another one. The customer confirmed that there was no patient harm associated with the reported event.